Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a main alarm that was not working. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The biomedical engineer (bme) reported that the reported issue was confirmed during evaluation, and that the speaker was inoperative. The bme opened the device and saw that the main speaker was not plugged into the power board. After reseating the main speaker connector, the device was working as intended.

Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the device was not in clinical use when the issue occurred. D4 - product UDI number is corrected.